Event description:
It was reported that the customer passed away. It was stated that the insulin pump was taken off due to his low blood glucose. It was also stated that the cause of the death was cardiac arrest. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.